Event description:
It was reported that a patient presented in-clinic. Upon examination, the patient's implantable cardioverter defibrillator was found in back-up vvi mode. Corrective programming changes were attempted but were not able to restore the device. The device was explanted and replaced on (B)(6) 2022. The patient was discharged, and no additional patient consequences were noted.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image found the device went into backup mode due to an integrated circuit (ic) anomaly. After the device was restored from backup mode, it would go back into backup mode shortly afterwards due to the ic anomaly so no further testing could be performed.